Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl at the time of incident. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food for low blood glucose. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. Customer did not allege insulin pump was over delivering. Customer reports insulin type selected in insulin pump was correct. Customer reports programming was accurate. Customer states they did not wear insulin pump during a medical procedure or test around magnetic resonance field. The insulin pump will not be returned for analysis.